Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented for a post-implant follow up. Upon interrogation, the right ventricular lead exhibited high capture thresholds due to dislodgement. The lead was repositioned and in range parameters were observed. During the next follow up, high threshold values were again noted due to dislodgement. During an attempted lead revision procedure it was discovered that the lead's outer insulation had coiled. The right ventricular lead was explanted and replaced. The patient was stable post-procedure.